Event description:
During a recent local news broadcast, a patient that underwent bilateral lasik surgery almost four years ago was interviewed about their lasik surgery experience. They stated that while their uncorrected visual acuity recovered to 20/25 - 20/15 in both eyes, they see halos, ghosting images and starbursts around lights that "make driving at night almost impossible". Five days later an attorney reported that this patient alleges teh ophthalmic excimer laser system used for their surgery "failed resulting in injury, harm and/or damage" to their vision. Additional information is pending. Labeling for this device identifies potential complications of lasik surgery including, double or ghost images, glare, halos, starbursts and night driving difficulty.

Event description:
Patient's ucva pre-op was 20/400 in both eyes. Post-op this patient's ucva was 20/40+3 in the right eye and 20/20-1 in the left. Patient' records indicate this patient had an enhancement treatment on the right eye about 15 months after the initial procedure. Records indicate this patient experienced very dry eyes throughout the healing process. At two days post-op, the patient presented with 1+ diffuse lamellar keratitis (dlk) under the area where the epithelial abrasion was located in the right eye. The patient was treated with topical steroids and the dlk resolved.